Manufacturer narrative:
A product investigation was completed: the t-pal trial spacer was returned along with the ball piece on the proximal end breaking. The applicator shaft was received with a fractured ball tip which was returned as well. The remainder of the instrument was in okay condition. The knob was received in good condition. The complaint condition is confirmed as the trial was returned broken at the end which connects to the applicator knob. Mechanical testing has shown the instrument can withstand normal and extreme loads necessary to remove trial spacers. The breakage could occur if the security ring of the handle is pressed forward during trial removal from the disc space. Per the technique guide, the t-pal trial spacer is used to insert the trial spacer and peek implant into the disc space. Controlled, light hammering on the applicator may be required to advance the trial/implant into the disc space during insertion. During use, the applicator knob is also turned to allow for pivoting. Per the technique guide, the surgeon is to start conservatively when trialing. The relevant drawing was reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The breakage could occur if the security ring of the handle is pressed forward. In this position, the impact forces required for removal are concentrated on the ball tip. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. On (B)(4) 2015, it was determined that depuy spine in (B)(4) had received the complained device on (B)(4) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted or explanted. The complainant part was received by (B)(4) on an unknown date in error. It is expected to be forwarded to the appropriate investigation site for evaluation. The investigation could not be completed; no conclusion could be drawn as the product has not been received at the investigation site as of yet. Device history record review: manufacturing location: (B)(4)- manufacturing date: october 31, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the proximal tip of a t-pal trial spacer tip was broken off. The issue was discovered during routine inventory inspection with no patient or surgical involvement. This report is 1 of 1 for (B)(4).